Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that they were able to fully aspirate the contents of the reservoir after their first attempt. The doctor wanted to remove the contents and start over with a new drug because they were not completely sure if the reservoir was completely emptied of sterile water. The doctor was concerned the drug had been diluted. It was reported they were able to put in 20ml of "brand new pump" with no problems. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that upon the first attempt to remove the sterile water from a new 40ml pump they were only able to get back 31ml of water. The rep reported they attempted to aspirate again. The rep reported they were concerned with the drug being diluted now that things were flowing better with aspirations and filling. The rep reported they will start over with a new drug. It was unknown if the situation was resolved. There were no reported symptoms as the pump had not been implanted yet. No further complications were anticipated/reported.